Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. An extraction aid was found in the lead. The analysis showed that the conductor coil was found fractured directly next to the lead tip, which is assumed to be the root cause of the observed electrical issues. Based on the characteristics of this fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead showed high pacing impedance (>2000 ohm) approx. 23 months after the implantation. The lead was explanted. Should additional information be received, this file will be updated.